Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for incorrect additive quantity and fibrin with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to incorrect additive quantity was not observed as all tubes contained the correct additive. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples and photos, the customer¿s indicated failure mode for incorrect additive quantity and fibrin with the incident lot was observed. Evaluation/testing of the customer samples was conducted and some of the tubes were observed with insufficient additive. Additionally, evaluation/testing of the retain samples was conducted and no issues were observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that after centrifugation process of bd vacutainer® sst¿ ii advance, blood was not coagulated, and fibrin particles were observed. It was noticed that there was no silica particles.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after centrifugation process of bd vacutainer® sst¿ ii advance, blood was not coagulated, and fibrin particles were observed. It was noticed that there was no silica particles.